Manufacturer narrative:
Evaluation summary: it was caused due to the design specification depending on the customer's preference. It is not the product failure. This report is being filed as part of the pentax backlog management plan.

Event description:
During the procedure, the user is easy to press the button not straightly which cause the button transformed and malfunction. Fse straighten the button and the button can work normally. This event occurred at the time of during use. There was no report of patient harm.